Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the plate surgeon inserted va locking screw through guiding block in a positioning hole via fixed mode and locked va locking screws. Surgeon did not feel the locking of one screw in distal row most styloid hole and the screw penetrated the plate. Surgeon removed the screw and inserted a ti 2.4mm screw in the hole. Surgeon decided to leave the plate implanted and finished this surgery. It is noted surgeon used a torque limiter 0.8nm in lock. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The device was not returned.